Event description:
Healthcare professional reported through clinical study that approximately 59 months post implant the valve was removed with a false aneurysm at the base of the aorta and old graft material. The valve was not returned for analysis however a pathology report was sent.